Manufacturer narrative:
Date of event: two dates were provided, (B)(6) 2020, however it is unknown which date corresponds to the reported lens in this event. Serial number: unknown/not provided. Model #: unknown, as product serial number was not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. The account provided an implant date of (B)(6) 2020; however, it is unknown which eye this implant date pertains to. If explanted, give date: not applicable, the lens remains implanted to date. Phone number: (B)(6). Device manufacture date: unknown, as the serial number of the device was not provided. A failure analysis of the complaint device cannot be completed as product remains implanted. Also, because we do not have product identifiers device history record and trending cannot be performed. If there is any further relevant information received a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had bilateral cataract surgery on eyes three (3) weeks apart. During the post-op examination, the left eye was found to have rotated by 125 degrees. It was noted that despite being out so much, still sees 6/9, but the patient is unhappy with this eye. The doctor planned to repositioning the patient's left lens on (B)(6) 2020. It was indicated that the initial cataract surgery was uneventful with no reports of surgical interventions. The doctor used provisc (viscoelastic) per routine. It was stated that the doctor never had this issue with a symfony toric lens before and thinks it may be patient related, given occurrence in both eyes. Reportedly the patient is temporarily impaired due to the left eye and that their daily activities are significantly affected by the reported issue. The patient has no issue with the right eye. No further information was provided. This emdr report is for the patient's left eye. A separate emdr is being submitted for the patient's right eye.